Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received at the (B)(4) for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, deployment difficulties occurred and the stent dislodged. The 80% stenosed target lesion was located in the very calcified and low to moderately tortuous ostial of the right coronary artery. First, an ion stent delivery system (sds) was advanced to the distal rca. The stent was deployed and the delivery balloon was used to predilated the proximal lesion in the rca. An 8x4mm ion (sds) was advanced to the lesion and the guide backed out slightly to allow the stent to fully deploy in the ostium. During the careful positioning, the stent delivery balloon appeared to move proximally from the stent. The stent dislodged in the ostial rca. It was successfully deployed in the target lesion using the delivery balloon. It was post-dilated with good result. A 32mm ion stent was also deployed distal to the 4.0x8mm ion stent. No additional patient complications were reported and the patient's status is ok.